Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced surgical revision, fistula, infected mesh, mesh removal. The device had been used with bard mesh perfix plug 0112770, l/n 43jld260. After the original procedure, additional potentially related procedures were performed, including removal.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated right femoral hernia repair. It was reported that after implant, the patient experienced pain, recurrence, fistula, adhesions, fistula, seroma, perforation, abdominal pain, infected mesh, fluid collection, inflammation, purulent discharge, pseudomonas positive bacterial infection, nonhealing wound, and extensive scarring. Post-operative patient treatment includes CT scan, wound vac, drainage of infected mesh, revision surgery and removal of prior mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated right femoral hernia repair. It was reported that after implant, the patient experienced fistula, infected mesh, fluid collection, inflammation, purulent discharge, pseudomonas positive bacterial infection, nonhealing wound, and extensive scarring. Post-operative patient treatment includes revision surgery and removal of prior mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated right femoral hernia repair. It was reported that after implant, the patient experienced fistula and infected mesh. The device had been used with bard mesh perfix plug 0112770, l/n 43jld260. Post-operative patient treatment includes revision surgery and removal of prior mesh.